Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. A visual inspection noted no abnormalities. Functional evaluation revealed an open trace on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a rectal resection (laparo rectum), the handle was attempted to set up for the first fire. When the battery pack was inserted into the handle, both sides of status indicator illuminated blue and handle indicator was flashing green following a self check. The battery pack was reinserted several times and nothing improved. The handle was replaced by a new handle with the same battery pack and the device worked fine. There was no patient harm.